Event description:
A report was received that a pt's precision system was explanted due to an infection at the pocket site. The pt was prescribed antibiotics and is reportedly doing well.

Manufacturer narrative:
The device involved in the event will not be evaluated as it was not returned to bsn.